Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was 230 mg/dl at time of incident. The customer's mother sally spurlock states that upon changing her son's pump, she went to fill the tubing then she got error compromised force sensor system alarm and it resets and it has happened 2 more times after it resets. Troubleshooting was completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify compromised force sensor system alarm due to detached end cap.